Event description:
It was reported that 5 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced defective/damaged/deformed catheters. The following information was provided by the initial reporter: catheter have been damaged after peel-off. Discovered prior to use.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 8198623 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and there was no physical/mechanical damage observed. The needle was reset into the out position and the catheter tip was inspected. The tip was determined to be acceptable and within product specifications. Next, a water/air leak test was performed and no leakage was seen coming from any of the units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed during testing a definitive root cause could not be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 22 g x 1.00 in (0.9 x 25 mm) insyte autoguard experienced defective/damaged/deformed catheters. The following information was provided by the initial reporter: catheter have been damaged after peel-off. Discovered prior to use.